Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user went to the clinic on (B)(6) 2022 for follow-up and mapping appointment and in situ measurements show a possible device malfunction. The hearing performance is also reportedly affected. An x-ray or CT scan has been recommended.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user went to the clinic on (B)(6) 2022 for a follow-up and mapping appointment and in situ measurements showed a possible device malfunction. The hearing performance with the device is reportedly also affected.

Event description:
The recipient visited the clinic on (B)(6) 2022 for follow-up and mapping appointment, where in situ testing showed affected channels. The hearing performance with the device was reportedly affected. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient visited the clinic on (B)(6) 2022 for follow-up and mapping appointment, where in situ testing showed affected channels. The hearing performance with the device was reportedly affected. The recipient has been re-implanted.